Event description:
The patient contacted lfs alleging that her one touch surestep meter was reading inaccurately erratic. The patient reported blood glucose results of 269mg/dl and 114mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20mg/dl and/or <=20 mg/dl; however, the patient had been incorrectly cleaning the puncture area. The patient was unable/unwilling to specify how the meter was being cleaned and if the air in the room, where the testing was performed was humid, damp, or normal. The customer service representative discovered through troubleshooting that the test strips had a green confirmation dot, instead of the normal off white color. The patient neither alleged harm nor experienced injury or medical intervention. Based on the green confirmation dot, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.